Manufacturer narrative:
B5: added clinical review. H6: omitted a0709 and added a160105.

Event description:
On (B)(6) 2025, an impella 5.5 device was inserted surgically into the right subclavian/innominate artery in a 68-year-old female patient with a past medical history of diabetes, hypertension, and coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on intra-aortic ballon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Events that occurred while the patient was in the intensive care unit (ICU): on (B)(6) 2025, there was an unknown impella position alarm. On (B)(6) 2025, the patient was tachycardic with a heart rate in the 140's, requiring cardioversion. (Reported as unrelated to impella) on (B)(6) 2025, the patient was positive for heparin-induced thrombocytopenia (hit). A transthoracic echocardiogram (tte) confirmed the impella to be in good position. On (B)(6) 2025, there was oral bleeding requiring one unit packed red blood cells (prbcs). On 03-sep-2025, there was ectopy. Amiodarone was started. On (B)(6) 2025, the patient became hypotensive on p-7, but resolved on p-6. On (B)(6) 2025, there were intermittent impella unknown position alarms related to exertion. After 45 days on support, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 4.0l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Arrythmias and thrombocytopenia may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, improper device position, anticoagulation/antiplatelet status, and mechanical support.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced heparin induced thrombocytopenia (hit), bleeding, tachycardia, ectopy, hypotension, and false alarms. Proper pump positioning was confirmed via an echocardiogram. The patient was treated with bivalirudin for the hit. The patient was started on amiodarone and was cardioverted in response to the ectopy. One unit of packed red blood cells was transfused in response to oral bleeding. Later, the patient was successfully weaned from the pump and survived.